Event description:
It was reported that prior to use in this patient with ureterostenosis, the doctor inspected and tested the device and found that the balloon leaked water. And a new one was used and no problem occurred.

Manufacturer narrative:
The reported event is confirmed cause unknown. Photo sample evaluation noted received 2 photo samples. First photo sample shows balloon removed from packaging not inflated. Second photo sample shows outer product packaging indicating lot number, expiration date, and components included within packaging. Visual evaluation noted sample was received in a closed ziploc bag identified, a biohazard label and sterilized by eto label. The sample was evaluated in the bio testing lab, performing a visual inspection of the device and it was found a deformation in the shaft caused by a burst. The location of the burst is in the distal end of the shaft close to proximal side of the balloon to a length of 9.3cm from the distal tip catheter. Although an exact root cause could not be determined a potential root cause could be material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications: do not use the x-force® balloon dilation catheter in the presence of conditions, which create unacceptable risk during the dilation of the urinary tract. Inspection prior to use: the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi.¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to use in this patient with ureterostenosis, the doctor inspected and tested the device and found that the balloon leaked water. And a new one was used and no problem occurred.